Event description:
Elderly female with abscess in abdominal cavity. CT retroperitoneal abscess and uresil catheter inserted, flushed and checked by physician before completing procedure. After patient returned to floor, catheter leaked when flushed. Physician that inserted it went to floor to check it and it indeed, leaked. Another procedure was done to remove and replace the catheter. Pinhole present in catheter that was removed.